Event description:
It was reported that an ilet user experienced repeated occlusion-related insulin delivery interruptions during meal announcements, followed by a an alert 38 - motor stall, despite site changes, tubing checks, and correct cartridge handling; high glucose alarms were present and a replacement ilet was issued. Symptoms included headache and prolonged hyperglycemia with a reported peak of 570 mg/dl. Outcomes included sustained blood glucose above 180 mg/dl for many hours, high-glucose alerting for more than 90 minutes, and use of subcutaneous insulin by pen as backup therapy, with no hospitalization or medical intervention. Investigation included product support review of user technique, acknowledgement of alarms, and device replacement with return of the original unit for assessment. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.